Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 99% stenosed lesion being treated was located in the calcified, extremely tortuous left anterior descending (lad) artery. The physician attempted to place the 2.75x16mm taxus express2 drug eluting stent, but was unable to cross the lesion. Upon removal, the stent was found to be lifted up. The procedure was completed with another taxus stent. No pt complications were reported. Pt status reported as "good".